Event description:
The customer reported that no alarms sounded and no recordings were generated when the pt had a cardiac arrest. The pt was discovered after death.

Manufacturer narrative:
A phillips service engineer went to the customer's site and tested the system. The audio card had failed, which caused alarms tobe barely audible at the central station monitor. The central station monitor would continue to provide visual alarm indicators including blue sector highlighting and alarm text information to alert users to the presence of alarm conditions. The device operated properly once the audio card was replaced.